Event description:
The facility representative contacted baxter to report a flogard pump in which there was a problem with the battery. This condition has the potential to cause an interruption of delivery. There was no patient involvement. The event occurred upon power up in the biomedical service department. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with a battery problem was confirmed and reproduced during product evaluation. This condition was caused by a defective main battery. The main battery was replaced to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received and is available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.